Event description:
The company was informed that the pt reportedly had dried blood in the implanted ear and was experiencing pressure. The surgeon removed the dried blood that had adhered to the pt's canal. The pt no longer experiences pressure in the ear. Advanced bionics is in the process of gathering more info. A supplemental report will be submitted once more info is received.